Event description:
Boston scientific received information that this device which was previously used as an externally attached temporary pacemaker after explant for infection has been permanently removed and replaced with a new permanent pacing system. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device was part of a system revision due to infection. The device was explanted, however since the patient is pacemaker dependent, the device was attached externally and remains in use. There were no additional adverse effects reported.

Manufacturer narrative:
The device which was previously explanted was removed from service as an externally attached pacemaker. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted, however remains in service externally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.